Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device during peritoneal dialysis therapy. The patient was in the priming phase of peritoneal dialysis at the time of the call. Proper procedures were reviewed and the technical service representative aided the patient in setting up for therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed nothing that would cause or contribute to the reported problem. The reported problem could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.